Event description:
It was reported that a remote code execution (rce) vulnerability in apache log4j 2 was identified being exploited in the wild. Apache is one of the 5 most popular web servers utilized on the internet and threat actors are actively looking to exploit a new zero-day critical vulnerability in its java-based lo4j logging framework. Vulnerability details have been documented as (B)(4) and highlight that an attacker who can control log messages or log message parameters can execute arbitrary code loaded from ldap servers when message lookup substitution is enabled. The exploit lets the attacker load arbitrary java code on a server, allowing them to take control. It is recommended that organizations immediately upgrade to the latest version (2.15.0-rc2) of apache log4j 2 for all systems. User facility asked for all vendors to upgrade to the latest version (2.15.0-rc2) of apache log4j 2 for all systems and validate that the proper security controls are in place within their environment which will provide confidence that tch/tchp¿s network, devices, and data is protected. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : a26 - insufficient information (3190), c22 - appropriate term/code not available. Correction : medical device type, common device name, medical device catalog #, PMA / 510(k)#. Additional information : unique identifier (UDI) #, medical device serial #, device manufacture date imdrf annex a, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a remote code execution (rce) vulnerability in apache log4j 2 was identified being exploited in the wild. Apache is one of the 5 most popular web servers utilized on the internet and threat actors are actively looking to exploit a new zero-day critical vulnerability in its java-based lo4j logging framework. Vulnerability details have been documented as (B)(4) and highlight that an attacker who can control log messages or log message parameters can execute arbitrary code loaded from ldap servers when message lookup substitution is enabled. The exploit lets the attacker load arbitrary java code on a server, allowing them to take control. It is recommended that organizations immediately upgrade to the latest version (2.15.0-rc2) of apache log4j 2 for all systems. User facility asked for all vendors to upgrade to the latest version (2.15.0-rc2) of apache log4j 2 for all systems and validate that the proper security controls are in place within their environment which will provide confidence that tch/tchp¿s network, devices, and data is protected. There was no patient involvement.